Manufacturer narrative:
Other applicable components are product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge and fecal incontinence. It was reported that patient's programmer was not turned on. Additional information patient stated "they got it bandaged up on the back but the bandage ain't there no more. It's just hanging there with the wires hanging." No further complications were reported/anticipated at this time.